Event description:
It was reported to philips that the system gave an alert indicating memory had exceeded, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not produce x-rays. Review of the system log file showed that the issue related to memory usage. To resolve this issue, fse replaced ippc with hdd and deleted stored images from the system. The defective ippc was returned to philips for analysis and found that the ippc cmos battery was dead. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.